Event description:
Plaintiff alleges that she has sustained numerous injuries, including but not limited to the following: rhinitis, respiratory problems, hives, contact dermatitis, flushing, eye irritation, dizziness, extreme discomfort, depression and emotional distress, all of which are or may be a permanent and containing nature and life-threatening nature.